Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. A device alert displayed possible hv circuit damage and low hv impedance. The ICD was disabled until explant can be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.